Event description:
Procedure type: lap hernia repair. According to the reporter: blue shavings were found inside the cavity upon insertion. Surgeon was able to remove the shavings from the patient. Case continued with the same device. There was no report of patient injury, unanticipated blood/tissue loss, or extended operative time.

Manufacturer narrative:
(B) (4).